Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the black box data from the date of the complaint has been overwritten. The current black box data showed no time and date reset occurrences. The pump was exercised for 24 hours and afterwards the battery was removed for approximately 23 hours and when the battery was reinserted, the time and date did not reset to the default setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The report is not being considered a late submission as this report was originally submitted on 09/28/2015 under report number 2531779-2015-34975 and is being resubmitted per request from FDA on 10/19/2015.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that there was an issue regarding the time/date settings. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.